Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynxgrip vascular closure device sealant came out of the device with advanced tube. There was no reported patient injury. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with stopcock close, and the advancer tube was observed to have been deployed on the catheter shaft, covering the balloon proximal tip. The sealant, procedural sheath and syringe were not returned with the device. The condition of the returned device indicates a device failure to deploy or an incomplete removal of the device. However, it is unknown if the device was manipulated post procedure. The shuttle cartridge and black handle were inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. The shuttle cartridge was manually retracted, and the advancer tube was found properly engaged distal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1901404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed through analysis of the returned device since the sealant was not received. The exact cause of the issue could not be determined during analysis. Based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the IFU since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube received covering the balloon. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 5f mynxgrip vascular closure device sealant came out of the device with advanced tube. There was no reported patient injury. The product was returned for analysis. The condition of the returned device indicates a device failure to deploy or an incomplete removal of the device.